Event description:
It was reported that an ilet user experienced hypoglycemia with a blood glucose of 52 mg/dl, self-treated with a cinnamon roll, and subsequently experienced hyperglycemia up to 200 mg/dl. The user attributed the low to increased physical activity related to housekeeping. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included self-treatment with oral carbohydrates and education on hypoglycemia treatment and troubleshooting. Investigation included complaint intake review and user education on appropriate hypoglycemia management and the use of fast-acting glucose. Investigation of this case revealed user management factors, specifically overtreatment of hypoglycemia with a high-fat, high-carbohydrate food, as the likely contributor to rebound hyperglycemia; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and therapy management.